Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that an altitude alarm occurred. The customer's blood glucose was 271 mg/dl. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
Cartridge change error was verified. Altitude alarm issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.